Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, which prevented the pump from charging despite using multiple wall adapters. Additionally, the battery gauge was observed to be fluctuating and an occlusion alarm occurred. The customer's blood glucose (bg) was 200 mg/dl. Reportedly, the power source alert cleared and the pump successfully began charging after leaving the pump plugged into a power source for 30 minutes. Reportedly, the customer resumed insulin delivery on the pump.